Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5055923) on 22-oct-2015. The most recent information was received on 13-nov-2019. Quality-safety evaluation of ptc: final assessment for cases were a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: uterus'), pelvic pain ('pain (which felt like I was in labor)/ painful contraction-like feelings') and genital haemorrhage ('I bled constantly for 8 months following the procedure') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("uncomfortable feeling in my lower stomach"), menorrhagia ("my periods were so heavy/menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). The patient was treated with surgery (she undergone essure removal surgery on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, abdominal discomfort, menorrhagia, migraine and dyspareunia outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved. The reporter provided no causality assessment for abdominal discomfort and genital haemorrhage with essure. The reporter considered abdominal pain, back pain, dyspareunia, menorrhagia, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: essure insertion detail: (B)(6) 2009 (discrepancy noted). Patient received treatment for events ¿ pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), back pain, menorrhagia, perforation: uterus. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: not provided. Quality-safety evaluation of ptc: final assessment: for cases were a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received- new event migration/perforation: uterus were added. Outcome of pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), back pain updated to recovered / resolved. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 22-oct-2015. The most recent information was received on 14-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: uterus\migration of essure device location of device: right essure it in uterine wall') and pelvic pain ('pain (which felt like I was in labor)/ painful contraction-like feelings') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced genital haemorrhage ("I bled constantly for 8 months following the procedure"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("my periods were so heavy/menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("uncomfortable feeling in my lower stomach"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). The patient was treated with surgery (she undergone essure removal surgery on (B)(6)2018). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, abdominal discomfort, menorrhagia, migraine, dyspareunia, vaginal haemorrhage, dysmenorrhoea and abdominal pain lower outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved. The reporter provided no causality assessment for abdominal discomfort and genital haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion detail: (B)(6)2009 (discrepancy noted). Discrepancy noted in essure removal status. Patient received treatment for events ¿ pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), back pain, menorrhagia, perforation: uterus. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2018: findings: in the pelvis, multi septated 2.6 cm cyst in the right ovary noted. Fallopian tube closure devices are noted on both sides. The right fallopian tube closure device noted within the cornua of the uterus, with greater than 50% of the device within the uterus rather than in the fallopian tube . Additionally, the lateral margin appears to be projected outside of the uterine cavity and not definitively within the fallopian tube.. Hysterosalpingogram - on (B)(6)2010: not provided. Quality-safety evaluation of ptc: final assessment. For cases were a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment : the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received- vaginal haemorrhage, dysmenorrhea (cramping) and lower abdominal pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: uterus\migration of essure device location of device: right essure it in uterine wall') and pelvic pain ('pain (which felt like I was in labor)/ painful contraction-like feelings') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced genital haemorrhage ("I bled constantly for 8 months following the procedure"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("my periods were so heavy/menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("uncomfortable feeling in my lower stomach"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). The patient was treated with surgery (she undergone essure removal surgery on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, abdominal discomfort, menorrhagia, migraine, dyspareunia, vaginal haemorrhage, dysmenorrhoea and abdominal pain lower outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved. The reporter provided no causality assessment for abdominal discomfort and genital haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion detail: (B)(6) 2009 (discrepancy noted). Discrepancy noted in essure removal status. Patient received treatment for events ¿ pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), back pain, menorrhagia, perforation: uterus diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: findings: in the pelvis, multi septated 2.6 cm cyst in the right ovary noted. Fallopian tube closure devices are noted on both sides. The right fallopian tube closure device noted within the cornua of the uterus, with greater than 50% of the device within the uterus rather than in the fallopian tube . Additionally, the lateral margin appears to be projected outside of the uterine cavity and not definitively within the fallopian tube.. Hysterosalpingogram - on (B)(6) 2010: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5055923) on 22-oct-2015. The most recent information was received on 16-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain (which felt like I was in labor)/ painful contraction-like feelings') and genital haemorrhage ('I bled constantly for 8 months following the procedure') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("uncomfortable feeling in my lower stomach"), menorrhagia ("my periods were so heavy/menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). The patient was treated with surgery (she undergone essure removal surgery on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal discomfort, menorrhagia, migraine, abdominal pain, dyspareunia and back pain outcome was unknown and the genital haemorrhage had resolved. The reporter provided no causality assessment for abdominal discomfort and genital haemorrhage with essure. The reporter considered abdominal pain, back pain, dyspareunia, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: essure insertion detail: (B)(6) 2009 (discrepancy noted). Quality-safety evaluation of ptc: final assessment for cases were a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. The case was upgraded from other event to incident. Following events" abdominal pain, dyspareunia (painful sexual intercourse), back pain and migraine were added. Reporter causality of event" pelvic pain and menorrhagia". Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.